Manufacturer narrative:
Eval summary: eval indicated the guide wire to be the primary product. The other devices reported are considered associated products. Review of the DHR revealed no discrepancies, the device was documented as faultless prior to distribution. Dimensional examination revealed the ball-tip of the wire being within specifications. Upon receipt of the items (assembly) the root cause of the reported event was clear: the ball-tip of the wire got stuck inside the sleeve (which is located in the cage) whilst the user attempted to pull out the wire through the handle. The ball-tip (olive) is not intended to pass through the sleeve, as the diameter of the olive is bigger than the entrance diameter at each side of the clamping sleeve. Thus, the intended way is to remove the complete handle over the end of the wire. Eval reveals evidence, that the event is not linked to a deficiency of the devices but is rather related to improper handling by the user. Dimensional examination revealed the ball-tip of the wire being within specifications. Review of the DHR revealed no discrepancies, the device was documented as faultless prior to distribution.

Event description:
The nurse reported to our sales rep that she was checking the instruments after a surgery. During this she observed that it was not possible to remove both reported devices from each other. During the surgery, there was no delay, no adverse consequences were reported.